Event description:
It is reported that the device was implanted in 1999, and revised post-op in 2006, due to osteolytic lesions forming around both tibial screws.

Manufacturer narrative:
H3: there are normal wear patterns on superior surface and small amount of wear pattern on inferior surface. Cause cannot be definitively determined. H6: insert exhibits minimal wear to the condyles and wear on inferior side. Device history records indicate manufacture to specification.